Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of unknown. The customer was treated for their blood glucose with IV fluids at the hospital. The customer did not provide the time and date of the hospital admission. The customer was driving at the time of the call and stated that they will call back to provide more information at a later time. The customer did not troubleshoot and did not send the product back for analysis.